Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pelvic an abdominal pain, urinary tract and bladder infections, and continued incontinence. No further information has been provided.